Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the pump was not working. The customer's blood glucose level was 900 mg/dl at the time of incident. The customer also received weak battery alert and cannot clear it. The device will be retuned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).